Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The patient alleges a headache after using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache after using the device. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box e: reporter country was corrected in this report.